Event description:
Additional information reported the pump was explanted due to premature battery depletion. The patient exhibited underdose symptoms and received less than 50% therapy relief and pain return.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was in the health care provider's office at the time of report and was in withdrawal, which was what brought her to the clinic. It was reported the patient had not heard an alarm and that the patient had last been refilled on (B)(6) 2013. The withdrawal reportedly developed "a week ago" and the patient experienced diaphoresis, increased pain, tremors as well as nausea, vomiting and diarrhea the last "couple of days". Per the pump logs, on the day of this report, a low battery reset, a reset and safe state occurred. According to the logs, "it happened a few times". When reviewing the logs, there was reportedly nothing in the logs to reflect the patient's last refill. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump revealed that there was a motor feedthru anomaly, shorting across the insulator.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007: product type catheter; product ID 8832, serial# (B)(4), implanted: (B)(6) 2007: product type programmer; patient product ID 8590-1, lot# n117838, implanted: (B)(6) 2007: product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.